Manufacturer narrative:
PMA/510(k)#: p100022/s001 the rpn and lot number of the device involved in this occurrence is unknown. The device was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed and the following comments were provided by the independent reviewer: ¿findings: two images are provided along with the complaint report. The complaint stent was likely a 6x80mm zilver ptx stent that fractured in a type ii fashion. The stent ends were overlapped 6mm while the entire stent length was 74mm. This suggests 6mm of longitudinal stent compression at implantation. The stent fractured on its proximal end just inferior overlap with a more superior ptx stent. The fracture was located in the mid right sfa. The stents were thrombosed. The artery was ruptured at the fracture. This could have occurred after the reported fracture angioplasty. A third more inferior ptx stent was also present. Both overlaps were 14mm long. Given a reported a 40mm shortest possible length of the proximal and distal stents, the stented length was at least 126mm (80+40+40-28 (two overlaps)-6 (compression)). Impression: the mid zilver ptx stent fractured in a type ii fashion with 6mm overlap of the fracture ends. Because the overall stent length was 74mm, it was likely a 6x80mm stent implanted in compression. The stents were occluded by thrombus. This likely was secondary to the fracture. Significant findings relative to the patient¿s anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. The stent was likely implanted in compression. This likely facilitated fracture. Significant findings relative to the design or performance of the device were observed. The mid zilver ptx fractured likely causing thrombotic occlusion of all three stents.¿ note the report of stent fracture has been submitted separately also. Reference report # 3001845648-2016-00084. The customer complaint can be confirmed as imaging revealed that all three stents were thrombosed. According to the imaging review the stents were occluded by thrombus which was likely caused by the stent fracture in the middle stent. However, as the conditions of use could not be replicated in a laboratory setting, a definitive root cause cannot be determined. It may be noted that stent strut fracture and arterial thrombosis are known potential adverse events associated with the placement of zilver ptx devices. As the rpn and lot number of the device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided the fractured area was ballooned and a bypass was then conducted. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted to provide the conclusions of this investigation. Initial description submitted as follows: zilver ptx stents were placed at (B)(6) and 6 weeks later they shut down due to a stent fracture. Dr. Saw the patient at (B)(6) hospital he was able to cross and then ballooned that area and brought the patient back for a bypass. The reference to zilver ptx stents 'shutting down' is assumed to mean the stents became occluded. Although confirmation has been requested it is believed 3 zilver ptx stents are reported to be occluded, a separate report has been submitted for each suspected device. Reference reports # 3001845648-2016-00085 and 3001845648-2016-00086. Note the report of stent fracture has been submitted separately also. Reference report # 3001845648-2016-00084.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The investigation into this event is currently still in progress. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
Zilver ptx stents were placed at (B)(6) and 6 weeks later they shut down due to a stent fracture. Doctor saw the patient at (B)(6) hospital he was able to cross and then ballooned that area and brought the patient back for a bypass. The reference to zilver ptx stents 'shutting down' is assumed to mean the stents became occluded. Although confirmation has been requested it is believed 3 zilver ptx stents are reported to be occluded, a separate report has been submitted for each suspected device. Reference reports # 3001845648-2016-00085 and 3001845648-2016-00086. Note the report of stent fracture has been submitted separately also. Reference report # 3001845648-2016-00084.